Manufacturer narrative:
UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not turn due to a jammed motor was unable to be confirmed. It was however found that there was a short circuit in the motor cable. The defective motor cable was replaced and the device was tested and found to be working according to specifications. The short circuit in the motor cable would have caused the motor to not turn as reported by the customer, however since the reported condition is not confirmed, the root cause for the reported failure cannot be determined. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07/09/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the micro tornado hp w hand control device had a jammed motor that it would not turn. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. The procedure was completed by using a replacement device without delay. There were no patient consequences reported. No additional information was provided.